Event description:
New information received states that post-paced t wave oversensing was still observed during a subsequent follow-up. The patient was asymptomatic. The device was reprogrammed, and remains implanted.

Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed via remote transmission. Patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.